Event description:
Consumer reports inaccurate readings with family members meter when comparing to their other meter (competitive). Analysis run on clark error grid using competitive reading (270) as ref. Point vs. Bd readings (131) yielded readings in the "d" range of the grid, outside acceptable limits.